Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the patient sample displayed a panic range flag during the time of the event. The hsc also determined that the sample showed the presence of fibrin, indicating poor sample quality. The customer was using a stat spin centrifuge, which is not recommended by the tube manufacturer. The hsc recommended that the customer follow the tube vendor procedures for sample handling and to review the proper pre-analytical sample handling procedures. The cause of the discordant sodium, potassium, chloride and carbon dioxide results is unknown. The cause of the poor sample quality is due to failure to follow instructions. The hsc verified that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k, cl and co2 results.